Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable. Lemo plug and generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended.

Event description:
The fe reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.